Event description:
The account alleged the brakes are not holding. The brake pedal pops out of brake mode when brake pedal is applied.

Manufacturer narrative:
The technician function checked the unit and found the brake detent is fine, but the brake casters needed to be adjusted. The technician adjusted the bed to repair the bed.